Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 18717369/19609497.

Event description:
It was reported that the patient was experiencing inadequate stimulation and headache due to stimulation. The patient underwent a procedure wherein all device components were explanted and discarded.